Manufacturer narrative:
No patient age, dob, or weight was available from the site. Visual and microscopic evaluation of the suspect device was completed. Reported issue confirmed. The catheter marker band missing. Under microscopic examination the epoxy tip is not deformed, clean disconnect. Conclusion codes: device was reportedly utilized in a stent, which is not approved use as the stent causes an increase in temperature which can lead to device damage. This notification is marked due this model of device being included in a field safety notice which was issued, containing safety concerns regarding off label use of this model of device being used within a stent.

Event description:
A philips representative reported that during a peripheral vascular surgery, left anterior tibial access was used. Diagnostic images were taken and showed severe left superficial femoral artery (sfa) in-stent occlusion. The 80-85% occlusions of soft plaque were found throughout the stent, with some calcium noted in the proximal section of stent. The spectranetics 2.0 turbo-elite catheter (420-159) was opened and prepped without issue. The 2.0 turbo-elite catheter (420-159) was successfully advanced to the distal part of the stent and passed smoothly. After the first pass of about 20 seconds laser time and about 30cm advancement, it was noticed that the distal tip of the laser catheter was no longer visible on the imaging. The laser was removed and the metal radiopaque ring was found to be in the popliteal artery off the wire and wedged in a side branch of the popliteal artery. The physician was unable to manipulate the metal ring with aspiration or balloon therapy. The physician decided that the metal ring was "stuck" in the popliteal side branch and that it would be left in place. They opened another 2.0 turbo-elite catheter and finished lasing the rest of the sfa stent without incident. After all devices were removed, an angiogram of the left leg was performed and found the metal ring to be in the same spot. Arterial blood flow to the lower leg was excellent. The case was concluded.